Event description:
It was reported that the guidewire became stuck in the catheter and became damaged, and the patient experienced minor tissue damage as tissue was present on the guidewire after withdrawal. During a pulse field ablation (pfa) procedure to treat persistent atrial fibrillation using a farawave catheter the patient experienced minor tissue damage. After pre-mapping the farawave catheter was inserted into the right superior pulmonary vein (rspv). The non-(B)(6) guidewire became stuck in the lumen and was unable to be removed. An attempt to advance the guidewire was not successful, and the guidewire stretched out during a removal attempt. The catheter and guidewire were removed together from the patient, and the distal tip of the wire was cut and removed from the distal end of the catheter. It was found that tissue was present on the guidewire. Another non-(B)(6) guidewire was pulled for use with the catheter, but this wire also became stuck in the catheter upon insertion into the right superior pulmonary vein (rspv). The catheter and guidewire were removed from the patient and replaced. The new catheter and guidewire were used to complete the procedure successfully. Use of the catheter to treat persistent atrial fibrillation constituted off-label use of the device, as it is indicated to treat paroxysmal atrial fibrillation per the instructions for use (IFU). The device is expected to be returned for analysis. "Cook rosen .035 1.5mm j". This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).